Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1828 ml during therapy initiated on (B)(4) 11 at 00:26, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4)2011 at 00:26. Review of the event log revealed the cycle 4 received a partial fill of 2073 ml. Cycle 4 drain was completed on (B)(4) 2011 at 10:08:51 and the user's actual drain volume during cycle 4 was 3109 ml. The actual drain volume of 3109 ml is 156% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:26:34. During night drain cycle four, the patient's ultrafiltration reading was 1828ml, indicating the home patient (hp) drained 1828ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.